Manufacturer narrative:
The 2002-400 chest drain unit is provided with a pre-filled sterile water ampoule that is to be used for filling the water seal. Confusion arose since this particular drain model was new to them; the 2002-000 with pre-attached funnel for filling the water seal is the drain they have the greatest familiarity with. Both drains (2002-000 and 2002-400) utilize the suction port for filling of the water seal. The instructions for use clearly indicate that the water should be inserted into the suction port via the ampoule: "for models available with sterile fluid, twist top off bottle and insert tip into suction port. Squeeze contents into water seal until fluid reaches 2 cm fill line." The information provided with the ocean chest drain is sufficient for explaining the proper set-up of the drain. The set-up section of the IFU clearly describes the exact steps for filling the water seal, including which port the water should be placed in.

Manufacturer narrative:
We are in the process of performing the investigation and will submit the follow-up report once the evaluation is completed.

Event description:
Report received stated that the hospital had an ocean drain that the water was put into the suction control chamber and not into water seal chamber resulting in the drain not working properly.